Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, review of the downloaded data revealed that the monitor displayed a service code 102. Upon investigation, there was contamination on the defibrillation board. The cause for the failure was isolated to the contaminated defibrillation board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. During investigation into an unrelated issue, a reportable malfunction was discovered. Monitor sn (B)(4) displayed service code 102 - "charge profile fault."